Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their teeth are moving in the wrong direction causing their aligners not to fit. Patient provided photo, appears tipping is present on tooth #25, requested additional photos for further evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.